Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient was scheduled for inferior vena cava (ivc) placement secondary to subarachnoid hemorrhage. Access was gained via the right common femoral. An inferior vena cavogram was performed which identified no thrombus. An ivc filter was deployed at the level of l2/l3 below the renal veins. A repeat vena cavogram demonstrated good positioning of the ivc filter. The patient tolerated the procedure well. Approximately two years one month post ivc deployment, a CT demonstrated a tilted ivc filter with its apex directed to the right, a severely stenotic inferior vena cava at the level of the filter, and two filter limbs migrated left laterally, with one abutting the abdominal aorta. Same month following CT scan a venogram demonstrated thrombus and severe stenosis near the ivc filter and poor flow through iliac veins. Approximately two years two months, patient presented for follow-up of vena cava filter problems and venous disease. Assessment of chronic lower leg deep vein thrombosis and varicose veins with other complications was performed. In addition, discussions regarding the vena cava occlusion and one ivc filter limb previously reported as abutting the abdominal aorta appeared to be outside of the wall of the vena cava and not in the aorta with no evidence of penetration. The patient denied chronic back pain at this time. Vascular opinion at the time was to treat expectantly and watch; anticoagulants were continued. Approximately two years five months post ivc filter deployment, patient underwent a complex retrieval of the embedded and penetrated ivc filter performed in conjunction with canalization and stenting of the infrarenal inferior vena cava, bilateral common iliac veins and bilateral external iliac veins. Access was gained via the right internal jugular and a 12-20 mm x 120 cm standard en snare was advanced and used to engage the filter hook. The sheath was advanced over the filter and the entire filter was sheathed, removed and inspected. The patient tolerated the procedure well with no immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years one month post deployment, CT demonstrated a tilted filter with its apex directed to the right, a severely stenotic inferior vena cava at the level of the filter, and two filter limbs migrated left laterally with one abutting the abdominal aorta. Approximately two years five months post ivc filter deployment, the patient underwent successful retrieval of the embedded and penetrated ivc filter. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2014); (device manufacture date: 04/2011)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with brain surgery. At some time post filter deployment, it was alleged that the filter perforated organs, tilted and embedded. The device was removed percutaneously. The patient experienced pain in her legs, ivc severe stenosis, and iliac vein stenosis. The current status of the patient is unknown.